Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected complaint sample was returned and evaluated against the reported event. Upon visual inspection the liner shows some scuffing and a chip in the profile. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records stating patient experienced significant pain, elevated blood metal ions, osteolysis and pseudotumor. Corrosion was also noted to be found during the surgery along with malpositioning of the cup component. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 11-163667, m2a-magnum mod hd, lot # 042600; item # 15-103686, m2a-t univ 2-hole shl, lot # 285850; item # 11-103205, ntegral/xlat por, lot # 895150. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10144, 0001825034-2018-10143, 0001825034-2018-10142.

Event description:
It was reported that a patient was revised approximately 12 years post implantation due to elevated ion levels, pain, corrosion, pseudotumor, malposition of cup, osteolysis and bone loss. Op notes indicated significant pain, elevated ion levels, and a pseudotumor. Other findings include: the cup is in an unacceptable angle, significant metal corrosion on the trunnion, upon removing the cup there was significant osteolysis and cavitary bone loss. Attempts have been made, and no further information has been provided.